Event description:
It was reported that during unpacking for an unk procedure, the packaging of the ultra-thin diamond balloon dilatation catheter was damaged. The black outer packaging and inner clear plastic packaging appeared to be melted. A hole in the packaging was also noted. There was no pt contact and no physician was involved.